Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h11: additional narrative. Zimvie received one (1) tsvtb10, imp,tsv,3.7,10,mtx,mg for evaluation. Visual inspection was performed. Implant was returned attached to the mount. Both were tested and they engage and disengage as intended. No other packaging material was returned. DHR review was completed for the subject lot number 1268087. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1268087 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : disengaged¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was probably user caused. Therefore, based on the available information, a device malfunction could not be verified. The returned implant and mount engage and disengage as intended and no other packing material was returned for assessment. The event is non-verifiable as the conditions of the product / packaging when delivered to the customer are unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided.

Event description:
It was reported the screw fixation between the implant and the transfer was insufficient. Implant disengaged from the transfer while removing it from the box. Procedure not completed.